Event description:
The plaintiff's attorney alleged the decedent experienced a cardiovascular event on (B)(6) 2009 and subsequently expired on (B)(6) 2009 after use of the product.

Manufacturer narrative:
This is one event (death) of two events reported and associated with mdrs # 1225714-2013-00386, 00387, 00388.